Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I and spinal pain. It was reported that the manufacturer representative was able to read the ins with the clinician programmer, but it indicated that the ins was discharged. When the manufacturer representative tries to charge the device, they see the ¿mouse screen¿ on the recharger screen. The manufacturer representative thought that it might be the reposition antenna screen. It was noted that the patient had a fall a couple of weeks ago but has been able to charge since then. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the cause of the ins depletion could not be determined and they were unable to determine to what extent the fall affected the device/system. The rep called the patient to follow up on (B)(6) 2018 and (B)(6) 2018 but the patient did not answer or return the call. The patient was advised to call patient services when connecting the recharger to the ins to resolve the described poor communication and ins discharge. However, the ins depletion has not been resolved at this time. They are waiting to hear back from the patient. The patient¿s weight at the time of the event was unknown. This information was confirmed with the physician/account. No further complications were reported/are anticipated.